Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00423 and 00424.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00423 and 1225714-2013-00424.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event; approximately two weeks later the patient experienced another sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Associated manufacturer report numbers are 1225714-2014-00423 and 1225714-2014-00424. Note: this is one of two events related to this patient. The first event (sudden cardiac event) is associated to the following manufacturer report numbers: 1225714-2015-08100 and 1225714-2015-08101.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.